Event description:
[Product name] salivadirecttm sars-cov-2 rt-pcr use for covid-19 under emergency use authorization (eua): potential false positive. Upon testing a new sample 5 days later, result was negative. Patient was tested at a different site (B)(6) on (B)(6) 2021 before traveling. Results were not received in time, so patient booked a test with test well and received a positive result on (B)(6) 2021. Patient reached out informing they believed it is a false positive. Sample was recollected on (B)(4) 2022 and returned a negative result. Family was in isolation for the 4 days prior to the test since record snow levels in (B)(6) prohibited them from leaving their house. FDA safety report ID# (B)(4).